Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. It was mentioned that after the sheath was flushed, air bubbles were noted, physician tried to aspirate the sheath, but still air bubbles did not go away. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. It was mentioned that after the sheath was flushed, air bubbles were noted, physician tried to aspirate the sheath, but still air bubbles did not go away. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further confirmed that sheath was not working properly and upon aspiration the bubble was not able to rid of it. No patient complication, after the sheath was replaced the procedure was completed successfully.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.